Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-05032 indicting the manufacturer as unknown. The correct manufacturer, based on the age and serial number, is invacare (B)(4).

Event description:
Consumer alleges the hydraulic pump on an unknown hydraulic lift is leaking fluid and would lower with weight.